Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material that was larger than the inner diameter of the air/water nozzle entering into the air/water channel and causing a clog. It was not possible to further presume the cause of the entry of the foreign material, as detailed handling information was unable to be obtained. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported, the switch three (3) of the colonovideoscope froze and did not respond. The switch could not be used during inspection. After the inspection, the button response was good and there was no problem detected in the next inspection. The device was returned and an evaluation revealed, presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. It was unknown if any foreign material was adhered to the scope. The endoscope was not used in a case with foreign material attached to it there was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. It was unknown if the endoscope was submerged in cleaning solution, if the air/water nozzle was brushed with a gauze, brush, or sponge and if liquid was sent to the air/water nozzle. An evaluation of the returned device could not confirm the customer allegation. Adhesive around objective lens is peeled. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Forceps channel port and suction cylinder was shaved. Adhesive on bending section cover was chipped. Due to wear of angle wire, the play of u/d knob is out of the standard value. Scratches were found throughout the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.